Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the up, down, and ok buttons were intermittently unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: investigation was uanble to duplicate the keypad issue. Testing confirmed that the keypad buttons were responsive and functional. There keypad has no visible sign of damage. No contamination or any other anomaly was found inside the pump. Unrelated to the keypad issue, the text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.